Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump while technical support arranged for a replacement pump. Customer was instructed to fully charge the battery, and a follow-up confirmed battery discharge rate remained high. Technical support sent a replacement pump, ensured pump was under warranty, confirmed shipping details, and provided instructions for returning the problematic pump.